Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the components and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - clinical code. The following sections were corrected: h6 - medical device problem code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2009 and then approximately 13 years, 2 months later on (B)(6) 2022, they experienced a revision surgery. Revision operative report on (B)(6) 2022, extensive synovectomy including popliteal fossa, and scar revision with end-to-end flap repair. Postoperative diagnosis: aseptic loosening of the right total knee. The patient began having symptoms of pain and swelling over the past few years. A significant amount of synovial fluid was then encountered whereupon cultures were obtained. The suprapatellar pouch was debrided extensively, the entire synovial region and this was sent to pathology to check for acute inflammation. Debridement of the medial gutter and the lateral gutter; the patella button fell off. It was grossly loose and was no longer fixed into the patella and demonstrated significant poly wear. While debriding the medial gutter, the tibial polyethylene also was not attached to the tibial component and was easily removed. The tibial polyethylene also demonstrated similar wear patterns with delamination and pitting. They fully debrided the lateral gutter, medial gutter, again biopsies were performed and sent to pathology to check for acute inflammation consistent with infection. There was significant amount of fibrous ingrowth along the anterior cut, anterior chamfer, posterior chamfer, and posterior condylar cuts indicating significant aseptic loosening. Femur was easily removed at this point, they debrided distal femur, which demonstrated significant bony defects due to the osteolysis. The tibia was well fixed because the stem was completely cemented. Surgeon was able to remove the tibial component, again beneath the tibia though, there was significant amount of fibrous tissue and bony loss due to the associated osteomyelitis. Complete debridement and synovectomy. Specimens were sent to pathology. Throughout the case, macroscopically there were elements of polyethylene debris in all the aforementioned areas. The pathology read back the reports and there was no evidence of acute inflammation indicating that this was aseptic loosening versus septic loosening. Mild compressive dressing was applied. The patient tolerated the procedure nicely, was easily aroused and taken to recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, femoral loosening, and patellar loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and complete product information were not provided. H6: corrected health effect and investigation clinical codes.